Manufacturer narrative:
The delivery system was returned after being used in the procedure. It was noted the ds was ¼ locked with little fine adjust and no flex used. The delivery system was inserted through the full loader. The delivery system was fully inspected, and the following was observed: radial and longitudinal burst confirmed. Balloon burst and separated from ds. No missing balloon pieces. Spring unraveled and stretched. Gw lumen separated from nose tip. The imagery provided by the site shows the device after being used in the procedure. The guidewire lumen is separated with the balloon spring stretched out. The balloon burst radially and separated. Additionally, the 3mensio imagery provided shows the annulus with calcification present. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually. Dimensional analysis was performed. Single wall thickness of the inflation balloon near the observed burst was measured. The balloon single wall thickness at all measured locations were within specification.   The reported events balloon burst, balloon separation, distal tip separation, and withdrawal difficulty through sheath were confirmed per imagery provided and through visual inspection of the returned devices. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As noted in the 3mensio, the patient annulus had calcification. Therefore, available information suggests that patient (calcification) factors contributed to the complaint event. Once ruptured, the balloon would likely have an altered/increased profile that can more easily catch on the sheath tip and prevent the delivery system from entering the sheath, resulting in withdrawal difficulties. To counter the resistance, additional force would likely be applied, which can cause the balloon/nose tip to separate. As a result, procedural factors likely contributed to the reported withdrawal difficulties and balloon and nose tip separation. The technical summary  has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the resulting withdrawal difficulty associated with component separation. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty,  and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death.  Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta.  Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure.  It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris.  Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve.   In addition, the cause of the femoral artery thrombosis was likely caused by unknown patient factors (calcification/atheromas) and/or procedural factors (device manipulation). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment (pra) is required.

Manufacturer narrative:
UDI (B)(4). The devices are to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during a 29mm sapien 3 valve, in the aortic position via transfemoral approach with a 29mm commander delivery system and a 16fr esheath, the balloon burst upon valve deployment. The balloon burst circumferentially and became a ¿thick umbrella shape¿ when trying to remove it from the body. The balloon was ¿bunched up¿ at the tip of the sheath when operators attempted to pull delivery system and the sheath out as a unit.  The distal part of the balloon and nose cone was stripped off of the delivery system, but stayed on the wire and remained in the body. The operators utilized 2-3 different size snares and was able to pull the tip and balloon material into a 21 fr sheath. Everything was then removed from the body as one unit. A couple of hours after the procedure the patient was found to have no pules in their feet, and the patient went to the or for a thrombectomy in each leg. The devices are to be returned for evaluation.